Event description:
It was reported by the rep that the (1) cdh29 was used during an unknown procedure. It was reported that the device did not fire properly. The case was completed with another device and with no pt consequence.